Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 remotely. Review of the transmission revealed that there was competitive atrial pacing on the pacemaker which induced arrhythmia . No programming changes were made. There were no adverse consequences to the patient.